Event description:
It was reported that a patient had a biozorb implanted in 2019 after a lumpectomy. The patient had re-excision for positive margins by the original surgeon and it is unknown if the biozorb was left in the cavity or if it was removed temporarily and replaced. The patient then had radiotherapy and had no complaints for about 6-7 months. The patient began having redness on the breast and was given antibiotic and steroids by the original surgeon. The patient went to dr. (B)(6) and pus was found in the lesion. Multiple aspirations were done, and a benign staph was found on the skin. Biozorb was protruding through the skin and was removed. Dr. (B)(6) had to remove the nipple areolar complex due to the damage to the area.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21 cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.